Event description:
It was reported that the patient experienced a loss in stimulation. A revision was reported. It was stated that the lead was almost completely out of the epidural space. It was noted that a new bi-wing anchor was in situ. It was unclear if the bi-wing anchor was present before and after the revision or just added during the revision. An x-ray was also completed and confirmed it was the left lead the event referred to. No harm, injury or death was reported. The patient outcome was listed as "fine." Additional information was requested, but was not available as of the date of this request. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead product ID 97791, serial# unknown, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4)